Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after a bad storm the carelink monitor lost power. A new power cord was sent to the patient. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) 2011: a supplement correction report is being submitted to indicate this event was inadvertently submitted under the medical device reporting regulations, as there is no complaint. There is no indication of the failure of this marketed device to meet customer or user expectations for quality or to meet performance specifications; thus there is no complaint. The patient called to report the effects of the bad storm, and obtained a new monitor. Accordingly, no further information will be provided for this non-complaint.